Event description:
It was reported that the customer experienced a past blood glucose (bg) level in the high 40s mg/dl, cause was unknown. Customer consumed "soda" to address bg level. Reportedly, the customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.